Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found.

Event description:
It was reported that during the implant procedure the implanting physician injected the implantable cardiac monitor (icm) under the patient's skin and then pulled the plunger out. The physician then pulled the insertion tool out; the icm had fallen out of the pocket. The icm was attempted and not used. Another icm was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.